Event description:
Five months post hvad implantation, the vad coordinator performed an elective controller exchange from the patient¿s primary controller to the back-up controller and noted that the back-up controller did not produce any audible alarms. The controller was again electively exchanged. There was no reported patient injury. Preliminary testing of the returned controller confirmed that there were no audible alarms, including the ¿no power¿ audible alarm.

Manufacturer narrative:
The controller was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the device met all requirements for release. Functional analysis confirmed no audible alarms due to failure of audible microprocessor signal. An internal investigation (CAPA) has been opened to address the issue.

Manufacturer narrative:
Analysis of the controller is still ongoing. Additional information will be submitted within 30-days of receipt.